Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call that the insulin pump had buttons slower to rewind. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that the insulin pump had battery life is lasting less than 7 days and there was a long cracked down the back of insulin pump. The insulin pump will not be returned for analysis.